Event description:
Conmed japan reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted laparoscopic nephroureterectomy procedure on (B)(6) 2022 when it was reported ¿ when the targeting was changed at the time of transition to ureteral treatment, the tip of the trocar with blood on it appeared to be damaged, so the surgeon removed the product and replaced it with a new trocar.¿ it was also reported that ¿after confirming that there were no fragments under the laparoscope, the extracted trocar was washed. The surgeon seems to think that the forceps connected to xi1 may have interfered in the abdominal cavity.¿ further assessment questioning found that the device did not fragment into the surgical site and the fragment was "peeled off" from the trocar leaving it damaged by the robotic forceps. The patient's current status was reported as "unknown". There was no report of injury or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The distal tip is broken, all pieces were returned with the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 51 complaints, regarding 52 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised the following: the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted laparoscopic nephroureterectomy procedure on (B)(6) 2022 when it was reported ¿ when the targeting was changed at the time of transition to ureteral treatment, the tip of the trocar with blood on it appeared to be damaged, so the surgeon removed the product and replaced it with a new trocar.¿ it was also reported that ¿after confirming that there were no fragments under the laparoscope, the extracted trocar was washed. The surgeon seems to think that the forceps connected to xi1 may have interfered in the abdominal cavity.¿ further assessment questioning found that the device did not fragment into the surgical site and the fragment was "peeled off" from the trocar leaving it damaged by the robotic forceps. The patient's current status was reported as "unknown". There was no report of injury or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.